Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, and outcome of the peritonitis were not reported. The patient was hospitalized for the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.